Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned or product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf181620n. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt stated "it is starting not to work like it did last time". Pt stated she has to "wait wait hours and hours to connect to charge" caller clarified the recharger (rtm) was inconsistent when connecting to the implant (ins) to charge. Sometimes it will connect but other times it will not since about a week ago. Pt spouse stated that the last time this happened the recharger (rtm) cord was replaced but that did not resolve the issue so pt was without therapy for a few days and she could not walk without therapy. Spouse wants both the controller and the rtm replaced to avoid that situation. A replacement controller and rtm was sent to the patient.  Additional information received from the patient. Pt called back stating they received recharger and controller. They worked for a little bit the day pt got them. Pt mailed the old ones back to repair. Now pt started getting rm03. Rm03 would come up after 2-3 min into charging. Pt confirmed they were not charging over blankets and pillows. Pt either sat on the chair or lay in bed. Pt had no falls/no trauma. At first pt said every single paddle got hot but later pt confirmed it did not get hot, they got warm but not hot. On the call had pt reset the controller and clean the pins. Had pt use the equipment. Pt got recharging excellent. Called pt back and pt said it worked perfect. Rm03 no longer came up. Troubleshooting resolved the reported issue. Pt called back from registered number and mentioned they "just wanted to report" that they got the "system problem: cannot continue: call medtronic: rm03" code again when charging the implanted neurostimulator(ins). Pt reset the controller and cleaned the contact points and was able to successfu lly charge the ins. Pt called back and repeated system problem rm03 message. Pt is demanding new equipment she feels the controller is a "lemon" pss reviewed the rm03 messsage is related to the controller and that will be replaced. Pss reviewed that the ins nee ds to be checked by a rep before anymore equipment will be sent out.